Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported that the numbers scrolled without input during a bolus. The blood glucose reading was 151 mg/dl. He did not recall any significant event leading to the issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.